Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for vertebral fractures from cancer treatments. It was reported that during the procedure, the cement was mixed for 35 seconds, with hands positioned on the base rather than the shaft. The process was briefly interrupted to attend to a hand surgeon with a curette. Upon returning to plunge the cement into the canisters, it was discovered that the cement had already set and hardened, making it impossible to plunge into the canisters. It was confirmed that the room temperature was 65 degrees. A second batch was mixed using the exact same technique, and this time, the cement set as expected. There was no patient symptom reported. There were no further complications reported regarding the event.